Manufacturer narrative:
See scanned pages.

Event description:
Literature: le gal s, fouques y, mallick s, et al. [Treatment of benign prostatic hyperplasia by radiofrequency (tuna): a monocentric study of 28 cases treated in ambulatory surgery]. Prog urol. 2009; 19(5): 327-332. Summary: this was a single-center prospective study done to assess tuna therapy in the ambulatory surgery setting and its feasibility in patients without significant co-morbidities. An assessement on efficacy for urinary disorders and its morbidity in pts who often wish to preserve their ejaculatory function was conducted from september 2004 to june 2007. In total, 54 pts were treated for benign prostatic hyperplasia (bph) with tuna. Twenty-eight pts were selected for treatment in the ambulatory setting according to the eligibility criteria of the ambulatory surgery. All were considered unresponsive to medical treatment. The pt's were assessed pre and postoperatively and then at three, six, twelve months, and then annually. Reportable event: one pt experienced an episode of prostatitis treated with antibiotics with a good outcome.